Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage is located at the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008151 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008151 was manufactured according to the work instruction (wi) version 97 on the packing process in the line m14, on 20/jul/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4g00953 was glued according to the work instruction (wi) version 64, in the machine sc08 on 18-jul-2024, with a total of (B)(4) units each. The sub-assembly, gluing of tubing of the lot 4g00958 was glued according to the work instruction (wi) version 64, in the machine sc05 and sc06 on 19-jul-2024, with a total of (B)(4) units each. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following, no non conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.